Event description:
Customer reported that she was treated with antibiotics for an infusion site infection. The site was red, sore and "had a dent."

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if the device contributed to the event. No qualification and sterilization record review could be performed because no product lot number was reported. The omnipod user's guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider."